Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer states she is having sensor issues and was getting sensor errors after troubleshooting. The customer is having issues with calibrating the sensors for the last 2 sensors. The customer's blood sugar was 400 mg/dl for a number of hours and felt really sick and attributed that to something wrong with the blood sugar. The customer states that he treated with insulin and was feeling flush and nauseated and was able to get it down after an hour. The customer declined troubleshooting for their high blood sugar.